Event description:
While deploying coils into the patient's fistula in her brain, one of the coils broke off inside the patient. Dr. Was able to remove the coil immediately after. Another coil would not deploy properly out of its sheath. Both products were re-sheathed and saved, with patient labels placed on them, and given to the lead tech.